Event description:
The event is reported as: at the beginning of a total hip replacement the blade was present. Part way through the surgery approx 6/8 of the blade was missing and could not be located. An x-ray was taken with no indication that it was left in the pt. Contact was not comfortable sending the product back for investigation. No negative impact to the pt was reported.

Manufacturer narrative:
Device not available for investigation. Evaluation method - other-DHR review performed. Mfg processes reviewed. Failure analysis performed. Results - other-DHR review showed no issues related to the failure mode reported were found with this lot #. Failure analysis: materials were found acceptable on either actual component from lot and according to receiving inspection records. Labor - no issues were reported during the MFR of this lot. Machinery/equipment: according to the DHR review, no issues were reported for equipment used during the mfg of this lot. Method: methodology for receiving, inspection, and assembly is described in applicable procedures; no changes have been made to these procedures that could adversely impact the process to be reflected in this failure mode. Conclusions-other-because the MFR did not receive samples the failure mode could not be duplicated on the production floor. No corrective actions were taken.